Event description:
Based on medical records provided by the patient's attorney: on (B)(6) 2005 - patient underwent exploratory laparotomy, lysis of small bowel adhesions and release of small bowel obstruction. A resection of the anterior abdominal wall was performed to encompass multiple recurrent incisional hernias and reconstruction was performed with a composix kugel mesh. On (B)(6) 2008 - patient underwent excision of composix kugel mesh, a right heicolectomy, and repair of the recurrent ventral hernia with collamend mesh. On (B)(6) 2008 - patient underwent debridement of abdominal wall cavity, incision and drainage of abdominal wall abscess, and excision of collamend mesh. Three fistula tracts were identified protruding through the granulation tissue. On (B)(6) 2008 - patient underwent recurrent ventral hernia repair with bilateral component separation, lysis of adhesions, and small bowel resection.

Manufacturer narrative:
Initially, one event was reported by the patient's attorney. However, review of the medical records showed there to be an additional implant. This is a patient with a past medical/surgical history significant for hypertension, tobacco use, cholecystectomy, and multiple hernia repairs. Currently, it is unknown whether the device may have caused or contributed to the reported event. The information provided indicated that the patient was treated for fistula formation, which is a known possible adverse reaction listed in the IFU. There were no product identifiers in the medical records provided; therefore a DHR could not be conducted. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. The composix kugel mesh implanted on (B)(6) 2005 was reported to the FDA in accordance with (B)(4).